Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer report number: 1627487-2022-01590, 1627487-2022-01592. It was reported that the patient was unable to feel therapy on 2 leads and high impedances were observed on them. Reprogramming was performed. Later it was revealed that the patient's drg leads have migrated. As a result, the patient may undergo surgical intervention to address the issue.

Event description:
Additional information received indicates that the patient underwent surgical intervention during which the system was explanted.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.